Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted along with concurrent vaginal hysterectomy, and repair of enterocele, due to stress urinary incontinence, pelvic organ prolapse and uterovaginal prolapse. It was also reported that patient experienced pain, infection, urinary disturbances, recurrence, bleeding and dyspareunia post implantation. No additional information was provided.